Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a creases fold, a curved opening and wear abrasion. A leak test and microscopic analysis were performed which identified a striated opening on the anterior and a sharp crease on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening on anterior assessed as surgical damage consistent in the use of some surgical tool an opening crease sharp on anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.